Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was an error code (e333) appearing on the visera elite ii video system center. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer (identified via b5), correction to h4, and the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the reported phenomenon was not confirmed / duplicated during device evaluation, a specific root cause could not be identified. Olympus will continue to monitor the field performance for this device.